Manufacturer narrative:
The covidien field service engineer (fse) evaluated the device, and verified the reported malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), backlight inverters printed circuit board (pcbs), and upgraded the software to the current revision to resolve the issue. The unit passed all tests and calibrations, and was operating within manufacturing specifications.

Event description:
It was reported by a customer that during patient use, the 840 ventilator graphic user interface (gui) exhibited a gui inop alert and both screens were blank. The patient was transferred to another ventilator. There is no report of patient injury associated with this report.